Event description:
At implant, atrial lead placed with difficulty. Unable to place v-leads past tricuspid valve. During proceedure, patient c/o difficulties. CT scan showed atrial lead outside svc. Sternotomy done, lead removed without further complications.